Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation service required alarm conditions were observed indicating a control pressure sensor drift and failure. The device's sensor board was replaced to address the issues. The device's sensor board was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The sensor board failure was confirmed although no root cause could be determined. The component was scrapped after evaluation. Additionally, the following components were replaced preventatively at the customer's request: trilogy o2 pm kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, oxygen blender manifold, oxygen blender purge fan and power cord. There were no malfunction of these components noted. The device was cleaned and tested and passed all final testing.